Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The physician was pre-dilating a 100% stenosed lesion located in the moderately tortuous and severely calcified superficial femoral artery (sfa) with this 2.5mm x 40mm x 145cm sterling es balloon catheter. The balloon catheter was advanced to the lesion without resistance. Once across the lesion, the balloon ruptured on the first inflation at 6atms after being inflated for 5 seconds. The device was removed from the patient intact. Pre-dilation was completed with another manufacturers' balloon catheter and the procedure was completed with the implantation of another manufacturers' stent. No patient complications were reported and the patient's status is good.